Event description:
It was reported that a patient underwent an unknown surgical procedure an unknown date and reservoir was attached to a drain. During use, there was a break in the connection between the drain and the anti-reflux valve. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.